Event description:
It was reported to the manufacturer that the user's serial cable adapter cable's pins were bent at the connection site at the handheld. The cause of this event is unknown. Good faith attempts to obtain product back for product analysis have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.